Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following on (B)(6) 2015. The patient was treated to left anterior flank using legacy coolmax applicator, right anterior flank using legacy coolmax applicator, left upper abdomen using legacy coolcore applicator, right posterior flank using legacy coolcurve applicator, right upper abdomen using legacy coolcore applicator, and left posterior flank using legacy coolcurve applicator. On (B)(6) 2016, the patient was noted with symptoms consistent with paradoxical hyperplasia.

Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1349-2022, z-1347-2022. This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following on (B)(6) 2015. The patient was treated to left anterior flank using legacy coolmax applicator, right anterior flank using legacy coolmax applicator, left upper abdomen using legacy coolcore applicator, right posterior flank using legacy coolcurve applicator, right upper abdomen using legacy coolcore applicator, and left posterior flank using legacy coolcurve applicator. On (B)(6) 2016, the patient was noted with symptoms consistent with paradoxical hyperplasia.